Event description:
It was reported that the device failed preventive maintenance for rate accuracy calibration test. Replace the top sensor. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone (B)(6) determined the customer reported issue of npi fail rate accuracy test on 8100 unit. A review of the complaint history record could not be completed as no serial number was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for rate accuracy calibration test. Replace the top sensor. No additional information was provided. There was no patient involvement.